Manufacturer narrative:
Evaluation summary: an evaluation was conducted upon receipt which confirmed that the pump was non-functional. Analysis of the pump found evidence of damage caused by interference between the bearing portions of the internal pump components which resulted in the pump failure.

Event description:
The clinical staff of the hospital contacted cardiacassist to report, that the estimated blood pump flow was unusually high and that air was noted in the infusion system. Cardiacassist provided feedback to correct the problem as well as additional guidance for proper system operation. After approximately 14 hours of use, the pump halted and attempts to restart it was not successful. The patient was not adversely impacted by the incident. The tandemheart system is currently approved for 6 hour use.